Event description:
Reportedly, on (B)(6) 2015, the device was found with nominal parameters, which was not expected. An analysis is requested.

Event description:
Reportedly, on (B)(6) 2015, the device was found with nominal parameters, which was not expected. An analysis is requested.